Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the connector portion was returned in one piece and was measured to be 7.9 cm. Insulation degradation that had breached the insulation was found at 5.2 cm to 5.3 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.